Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported during a da vinci-assisted surgical cholecystectomy procedure, the customer reported they tried to rotate instrument drive to change the camera mode to 'below', but it did not proceed. The procedure was completed with no reported injury.